Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: tech called in for help on 8015ls unit serial # (B)(4). Case resolution: tech called in with errors on 8015ls unit, tech inform me the unit would not power on he had replace battery & power supply broad before call in, and haven't resolve the issue he is saying now the unit is giving a error code 120.4610 and red light on unit saying replace unit. At this point I inform tech the unit has to come in for services repair confirm price quote for level one & level two and also explain what each level covers. Tech thank me for my assist.